Event description:
Patient presented with right distal femoral fracture was implanted with tfn on an unknown date, approximately (B)(6) 2012. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware. Reportedly the outside skin of the patient was not healing. The surgeon removed the screw from the tfn nail. The wound was irrigated due to suspicion of infection. The screw was not replaced. The procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment. It was reported patient was implanted with hardware approximately 2-3 months prior to the explant date. Date of implant is (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.